Manufacturer narrative:
No general product failure has been found. There is no indication that card lot 042417037-13 is not performing as intended. No definitive root cause has been identified. The most probable root-cause of the false negative result in the anti-d microtube obtained by the customer is sample-related, due to the patient's recent transfusion of o negative blood. No harm came to the patient. In mitigation, customer notification cl2015-187, dated 07oct2015 stated that ortho added the following information to the ID-micro typing system¿ interpretation guide: ¿following centrifugation of a freshly collected patient sample drawn from a recently transfused patient, the potential exists for the donor¿s transfused red cells, which are denser and heavier, to concentrate at the bottom of the sample tube in a layer below the patient¿s own red cells, which are less dense and lighter. If the cell suspension used for testing contains a majority of transfused donor cells, unexpected patient results could be observed due to the patient cells being an absent or minor population in the prepared cell suspension. The unexpected patient result could be a result associated with the transfused donor cells, or it could be due to a mix of patient and donor cell populations.¿

Event description:
Account reports that they received negative results for the rh d typing for a patient known to be rh d positive on the ortho vision. Card visually looked negative for the d well. Account repeated testing for abo confirmation with a new specimen recently drawn and on ortho vision and they received 4+ mixed field result same lot# of gel cards. Patient in question was recently transfused with 2 units of o negative blood. Card lot number 042417037-13 exp 03.16.18. Account then performed testing in manual gel using the same lot of cards and received 4+ mixed field results and also in tube using ortho anti-d lot#db3118 exp 02.25.18 and they received a 3+ result (customer previously wash patient's red cells with saline.) Daily qc passed with alba q check lot#v184176 exp 08.15.17. Issue started on: (B)(6) 2017. Frequency: one patient only. Tsc discussed with account that transfused cells are typically heavier than patient cells. They have more hemoglobin. When the sample is centrifuged they are more likely to be at the bottom of the tube. Ortho vision take samples from the bottom of the tube which could explain the problem. Tsc had account remove the plasma from the tube and perform testing again on the vision. Now account received a correct abd result as d positive. They said for the most part it was 4+ with only a few cells at the bottom of the microtube. Problem resolved. Account satisfied and does not require service. Problem isolated to this one sample. Account satisfied and will call back if they encounter further problems.